Event description:
Account alleged the ground prong was bent on the power plug. The unit was in storage therefore, no patient in the bed and no injury. The hill-rom tech replaced the plug receptacle to resolve this issue.